Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material under the cover glass of the outer tube due to water tightness lost and the r-unit (charged coupled device) is broken and therefore incorrect pixel shift. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the contamination under the outer tube cover glass due to leakage and incorrect pixel shift due to broken r-unit led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited reflections in the image due to the chipped ccd lens. The issue occurred during setup before patient in room. There was no patient involvement.